Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was reported to be using battery when plugged in ac. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6 (medical device - problem code, component codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The engineer checked and found that no ac power was connected to the cart when plugged in. Also, it was observed that the l-wire of the power cord was broken causing no ac into the cart and machine. In order to solve to the issue, the fse replaced the ac power cord. After replacing the part, the ac power resumed and the batteries started to charge. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.